Event description:
The resector failed to activate.the surgeon disassembled the cable to see if moisture was present and there was none. The pt required a second surgery to complete the procedure as no back-up mdu was available. A one-hour delay was experienced in this vein ligation procedure.